Event description:
A customer contacted beckman coulter inc. (Bci) to report that anion gaps on patient samples were dropping low for the unicel dxc 800 pro synchron chemistry analyzer. Customer could not identify if source of issue was na, cl or co2. No results were reported out of the lab. Samples were retested on an alternate instrument and those results were reported out. Wrong results were not reported out of the lab and there is no affect to patients.

Manufacturer narrative:
Customer did not provide information on sample collection and storage. Qc prior to the event was within lab-established ranges. When low anion gaps were noticed, qc was not run. The lab immediately recalibrated the instrument and rechecked qc, which was within range after recalibration. Bci quality assurance reviewed customer's qc data which indicates that na was most likely the cause for issue. Bci field service engineer (fse) found a hole in the na electrode and replaced it. Fse also replaced carbon bridge and verified performance.